Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting what they feel are two false negative sars results. Customer states both themselves and their spouse were symptomatic with covid like symptoms but tested negative using this test. No conflicting or confirmation testing was performed the customer just feels they have covid. Report 1 of 2